Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During a non-abbott (medtronic affera) atrial fibrillation ablation procedure, a leak was observed from the valve of the agilis sheath following the insertion of a non-abbott (medtronic sphere 9) catheter. The agilis sheath was exchanged. The procedure was completed with no adverse consequences to the patient.